Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump had a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported a button error alarm when trying to give himself a bolus. The blood glucose reading is 142 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.